Event description:
It was stated that the customer passed away, and the customer's wife felt that he died of a heart attack. The customer's wife stated that prior to his death he was taken to the hospital with a low blood glucose reading of 18 mg/dl. The customer was wearing the insulin pump when admitted to the hospital but he was not wearing it when he passed away. The customer was also vomiting and complaining of chest pain prior to his death. The customer's wife has agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.